Event description:
The physician had just started shaping the plate in the bending device when the plate broke at one of the screw holes. In visiting with the staff, they felt that the amount of pressure that was exerted on the plate would be considered normal, and that the failure was more likely attributed to an abnormal weakness in the plate.